Event description:
Additional information was received from the rep. Rep reports that no external/environmental/patient factors were identified that may have caused the superficial ins and charging issues. Rep reports the cause of these issues was unknown. Rep reports the patient is now charging on a charge schedule. Rep reports they were able to get the ins to 100%. Rep reports confirming this information with the patient's managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was with the patient attempting to charge the ins. The patient claimed that they have had difficulty charging the ins since they were implanted and let the ins deplete completely one month ago. The caller stated that they were trying to charge in the office and got a message that said device is not responding and then displayed the recharger is inactive message. The caller indicated that the ins was superficial and they were able to feel the ins in the pocket. The caller attempted to start a charging session during the call, the recharger displayed the open loop recharging screen with numbers 0 12 13, the caller moved the recharger and the center number changed to 13 and then to a recharging status of good. The issue was not resolved through troubleshooting. Tss reviewed information about recharging. The caller will continue to charge with the patient. Caller stated they received "device not responding" message still. Caller had the recharger connected to the ins and described seeing the normal charging screen with ins in the red and good connection. Caller described that the screen had the antenna locate numbers at the bottom (around 11-17) but then was able to get back to good connection on normal charging screen. Tss reviewed to continue charging the ins and once ins is charged past the red zone, then they can attempt to connect.